Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to "tubing design (lumen ID undersized)/lumen wall thickness undersized". The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "¿warning: do not use if allergic to iodine. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst. Intended for use in the drainage and/or collection and/or measurement of urine. Generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. However, drainage is sometimes accomplished by suprapubic or other placement of the catheter, such as a nephrostomy tract." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was kinked at the distal end of the tubing that was right before the urine could enter the collection chamber which caused urine backup and also stated that they had issues with a specific lot of the product.

Event description:
It was reported that the foley catheter was kinked at the distal end of the tubing that was right before the urine could enter the collection chamber which caused urine backup and also stated that they had issues with a specific lot of the product.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.